Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported their insulin gauge's fill estimate was incorrect. Customer's blood glucose level was 144-199. Customer continued to use their pump for insulin therapy.